Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation of the device, creases flat, and weight to the spec. Cloudy, voids, and bubbles in the gel observed after autoclave cycle. The unit is not ruptured. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.